Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needles clogged during injection while using bd nano¿ ultra-fine¿ pen needles. This has happened at least twice; however, no patient impact reported. The following information was provided by the initial reporter: 2 boxes, same lot - they clogged during injection with different pens. Caller does not complete flow check and will not complete flow check she is also a nurse. Feels the ones with issue had straight non patient ends at all times. Discarded samples lot # 1103587 - 2 boxes . Catalog# 320883 - 2 boxes. Date of even: unknown. Husband injects 5 times a day just these 2 boxes with issues.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that needles clogged during injection while using bd nano¿ ultra-fine¿ pen needles. This has happened at least twice; however, no patient impact reported. The following information was provided by the initial reporter: 2 boxes, same lot - they clogged during injection with different pens. Caller does not complete flow check and will not complete flow check she is also a nurse. Feels the ones with issue had straight non patient ends at all times. Discarded samples . Lot # 1103587 - 2 boxes . Catalog# 320883 - 2 boxes. Date of even: unknown . Husband injects 5 times a day just these 2 boxes with issues.